Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged tumors in their breast. There is no report of the medical intervention that the patient has received at this time. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged tumors in their breast, headaches, sinus infection. There is no report of the medical intervention that the patient has received at this time. Also section h10 was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found contamination on the bottom panel of the case. There were also signs of contamination in the blower box. Signs of water ingress were observed inside of the blower box as well as on the blower motor. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 7 instances of an e-53. The device was applied power and the device operated properly. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on nov 8, 2024, and section h11 should be reported as the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged tumors in their breast. There is no report of the medical intervention that the patient has received at this time. There is no patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section b2 was changed to blank (previously it was other serious) section h1 was changed from serious injury to malfunction section h6 health effect - clinical code, health effect - impact code was corrected.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop tumors in their breast. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.